Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a non device related procedure. During examination, it was noted that the atrial lead exhibited loss of capture and a decrease in p-waves. The device was reprogrammed. No patient symptoms were reported.